Event description:
On (B)(6) 2015, the reporter contacted animas stating the patient experienced a blood glucose (bg) measurement of 1.9mmol/l with cognitive impairment. The patient reportedly admitted to resuming and suspending the pump for unknown reason. There was no indication of any relation between the patient's hypoglycemic event and the suspend/resume of the pump. Animas customer technical support (cts) has made multiple attempts to contact the patient and was unsuccessful. The patient reportedly remained on the pump and the pump is not being returned back. This complaint is being reported because the patient experienced a hypoglycemic event for unknown cause. User error may have been a contributing factor since the patient admitted to suspending/resuming the pump multiple times. There was no reported pump malfunction or that the pump caused or contributed to the reported adverse event. There is no additional information available for this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.